Manufacturer narrative:
The device evaluation was completed on 6/21/2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and force sensor evaluation of the returned device. Visual analysis of the returned device revealed that there was a hole in the pebax. Reddish material inside the pebax was also observed. Force sensor testing was performed, in accordance with bwi procedures. The catheter was working correctly, and no force issues could be replicated during the analysis. However, the reddish material inside the pebax could be related to the force issue reported by the customer. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. For product force failure, the instructions for use contain the following information in the carto 3 system manual that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. On other hand, regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole in the pebax. Initially it was reported that during the procedure, no force values were displayed. A second catheter was used to complete the procedure. There was no patient consequence reported. The no force value issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on 6/3/2021a hole in the pebax with reddish material inside. The hole in the pebax was assessed as MDR reportable. The awareness date for this bwi product analysis lab finding is 6/3/2021.